Event description:
A customer reported that the t:slim x2 pump battery was not charging, indicated by a power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. After troubleshooting, which included leaving the pump plugged into an outlet for at least 30 minutes using the original charging supplies, the pump began charging and no further assistance was necessary.